Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. One used sample was returned to argon from the customer. A visual inspection was performed on the returned product. The visual inspection established that the pincer was flattened and bent inward onto itself. . According to the per form, no accessory device was used, and there was no mention of an incisional dermatotomy prior to activating the device through the skin as the IFU instructs. When the device is cocked, the pincer comes out of its window and becomes exposed to the tissues and structures present during the operation. Without the use of a proper sized coaxial needle, such as the inner diameter being too small, the pincer can be pushed flat. It is also possible that the needle set was inserted into tissue that was too hard for the sensitive pincer, pushing it flat. There are stringent computer/photographic inspections that ensure the pincer is not deformed during the manufacturing process and has the proper radius. Since the most likely cause for the damaged pincer is related to an event within the user's environment and not a manufacturing issue, no corrective action can be implemented at this time.

Event description:
Empty sample. No sample when the biotweezer is removed. Difficulty removing the bioweezer from the coaxial sheath. Need to repeat a new biopsy increasing the risk of bleeding.

Manufacturer narrative:
Sample is indicated as returned. As of the date of this report, sample has not been evaluated. A follow-up report will be submitted once the sample has been reviewed.

Event description:
Empty sample. No sample when the biotweezer is removed. Difficulty removing the bioweezer from the coaxial sheath. Need to repeat a new biopsy increasing the risk of bleeding.